Event description:
The customer stated at approximately 2:30 -3am they woke soaking wet and went to check their blood glucose. Spouse stated pt was running into the walls so spouse called paramedics. This has happened on several occasions. On one occasion paramedics received a result of 30mg/dl and gave the customer an unk shot and gave the customer an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.